Event description:
During y2k upgrade of the product by zoll's technical service department, the device displayed message code "status 93" and "cannot dump". There was no pt. Involvement in the reported failure.